Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from the (B)(6) of no growth peritonitis in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies or continuous ambulatory peritoneal dialysis (capd). It was not reported if extraneal viaflex and physioneal, unspecified product therapies were ongoing. On (B)(6) 2012, the patient experienced no growth peritonitis. On (B)(6) 2012, the patient began remedial therapy with vancomycin (2 g, frequency not reported, ip) and gentamycin (100 mg, frequency not reported, ip). On (B)(6)2012, the patient received an additional dose of gentamycin (40 mg, ip). On that same date, remedial therapy with gentamycin was withdrawn and vancomycin was ongoing. On (B)(6)2012, the patient began a fourteen day course of ciprofloxacin (500 mg, twice daily, orally). This is one of multiple reports by the same reporter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.